Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart, a cold reset was performed. Customer's blood glucose value was 187 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer stated that insulin pump had another unexpected restart, a cold reset was performed alarm during rewind process. The device will be returned for analysis.